Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked end cap, and missing address/serial number label.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the esc button is unresponsive. Customer's blood glucose level at the time 135mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.